Manufacturer narrative:
The returned device was evaluated and the device was received deployed with the bottom housing vent damaged and the exposed portion of the soft cannula stretched. Data obtained from the device generated an 0x1c alarm indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The reservoir was observed to be damaged upon investigation. This damage corresponded to the initially observed housing vent damage and was determined to be post-use. No internal leaks were observed via the reservoir damage, further indicating that the damage through the housing vent/reservoir occurred post use. The fluid path was leak tested and a leak was observed in the exposed portion of the soft cannula. The device was leak tested again below the observed leak and no additional tears were observed. Due to not knowing the exact cause or timing, the damage cannot be confirmed as the cause of the reported event.

Event description:
It was reported the patient's blood glucose level rose to 289 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.